Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was asked and unknown when the event/difficulty occurred and the event occurred during normal use. The pump and catheter were explanted on (B)(6) 2018 and would not be replaced. The pump and catheter would not be returned; customer refused. The patient had let the pump run dry and wanted it explanted. It was unknown what environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting was performed, and no actions/interventions were taken to resolve the issue. Per the hcp, he had not seen this patient in a year. The patient was in the hospital and ended up with amputation of the right lower leg due to blood clots. The patient told the hcp that she did not need the pump nor wanted it after that surgery. The pump had run dry sometime between his last seeing her. No other details are available. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was unable to obtain, no available. The patient¿s weight was (B)(6) and the medical history included amputation of right lower leg. Additional information was received from a healthcare provider (hcp) indicated the patient's last refill they had on record was (B)(6) 2017 and the patient was filled with fentanyl 6.45 mg. No further complications were reported/anticipated or expected.